Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about blood result reading "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100 fasting-130mg/dl after meals. Verified the strips expire 2/28/2017. Customer confirms the strips are stored in the bathroom and were first opened in (B)(6) 2015. Customer performed back to back blood test, 82mg/dl and 89mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of blood result reading "lo". Customer states that she feels well and required no medical attention. Customer's expected blood results are 100 fasting - 130mg/dl after meals. Verified the strips expire 2/28/2017. Customer confirms the strips are stored in the bathroom and were first opened in (B)(6) 2015. Customer performed back to back blood test, 82mg/dl and 89mg/dl fasting. Reviewed meter memory: 1:30mg/dl, (B)(6) 2015, 02:54:56 pm fasting: yes. 2:79mg/dl, (B)(6) 2015, 12:01:56 pm fasting: yes. 3:36mg/dl, (B)(6) 2015, 09:06:56 pm fasting: yes. 4:lomg/dl, (B)(6) 2015, 01:53:56 pm fasting: yes. 5:41mg/dl, (B)(6) 2015, 12:12:56 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).